Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula event on (B)(6) 2026. The infusion set had been in use for one day. Due to the event, the patient experienced high blood glucose and was treated with insulin pump.